Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material appears to be a black plastic like material. Foreign material remained in the air water nozzle since reprocessing could not be completed due to leakage at biopsy channel. The event can prevented by following the instructions for use which state: "reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution:if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair." Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that during maintenance of the gastrointestinal videoscope, the scope was found leaking at the tip. Upon inspection and testing of the customer returned device, foreign debris was found protruding from the scope air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the customer returned device the following defects were found, lens glue worn, light transmission fluid, distal end cap had burn mark, distal end adhesive burn, biopsy channel leaking, air/water volume fail due to blockage, water removal fail due to blockage, and electrical safety test not to specification. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.